Event description:
The customer reported that the instrument gave a re-grasp alarm. No injury to the patient. The device was returned to investigations with a broken snap/missing piece. The site was notified of the missing piece. The site stated that nothing fell into the patient cavity.

Manufacturer narrative:
(B)(4). Snap damage can be caused by the user improperly misaligning the snaps into the mating holes during assembly. This damage can also be caused by multiple assembly attempts. The instructions for use provide additional information on the proper method of assembling the electrodes into the reusable instrument. Manufacturing performs a 100% visual inspection that includes checking for damage to the snaps. It is unlikely the device left the covidien facility in this condition.